Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer reported that the patient programmer got wet and was no longer working. No out of box failure was reported. The patient was not able to turn their stimulation off due to the programmer getting wet so they could not sleep well the night prior to this report. On the following day, the patient received the replacement programmer, but the programmer looked different and they were unable to use the programmer. When the patient tried to use the patient programmer they got a poor communication screen. The patient was sent the wrong programmer. The patient had not been able to sleep since they could not turn stimulation off. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.